Manufacturer narrative:
This report is filed february 15, 2016.

Event description:
Per the clinic, the patient experienced pain with device use. Subsequently on (B)(6) 2016, the device was explanted.

Manufacturer narrative:
This report is filed july 6, 2016.